Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported the smart control sds did not cross a previously deployed stent. There was no patient injury reported. The product was returned for evaluation and preliminary analysis states that the distal tip of the outer sheath was split and the stent is slightly protruding. The products were properly inspected and prepped and no anomalies were noted. The target lesion was the left superficial femoral artery. The lesion was pre-dilated. The physician knew it would require multiple stents to cover the length of disease. The first two stents were deployed without any problems. For the third stent, the tracking was fine until the stent got to the top of the previously deployed stent. Then the physician could not get the stent to advance over wire past the top of the second stent. Both of the two previously deployed stents were placed in the intended location. Ultimately the physician used another stent to successfully treat the lesion. There was no reported injury to the patient. One non-sterile smart control, iliac 6x60ml was received coiled inside a plastic bag. Stent was partially deployed (0.2cm). A bent was observed at 1cm from ID band. Locking pin was not received. No other discrepancies were found. The outer length and outer diameter were measured and found within specification. Functional test was performed without any problem, and no resistance was felt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the "bent" condition found could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. The failure reported 'tracking difficulty' by the customer could not be confirmed; since no anomalies were found during dimensional analysis. The failure reported 'sds-deployment difficulty-premature deployment' by the customer was confirmed. The cause of this condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging process to detect these kinds of issues. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
Additional information was received and the following was noted. The patient is a (B)(6) male. The products were properly inspected and prepped and no anomalies were noted. The target lesion was the left superficial femoral artery. The lesion was pre-dilated. The physician knew it would require multiple stents to cover the length of disease. The first two stents were deployed without any problems. For the third stent, the tracking was fine until the stent got to the top of the previously deployed stent. Then the physician could not get the stent to advance over wire past the top of the second stent. Both of the two previously deployed stents were placed in the intended location. Ultimately the physician used a boston scientific stent to successfully treat the lesion. There was no reported injury to the patient. Additional information will be submitted within 30 days of receipt.

Event description:
As reported, the smart control, iliac 6x60ml stent did not cross the first deployed stent. There was no patient injury reported. The product was returned for evaluation and preliminary analysis states that the distal tip of the outer sheath was split and the stent is slightly protruding.